Manufacturer narrative:
Concomitant continued: 5076 lead implanted (B)(6) 2008.

Event description:
It was reported that the patient came to the emergency department after receiving an inappropriate shock. Remote monitoring transmission indicated that there was t-wave oversensing on the right ventricular lead. The lead remains in use. No further patient complications have been reported as a result of this event.